Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 315 mg/dl. Supply changes were performed to address the past occlusion alarms. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, an abrupt temperature change had occurred to the pump just prior to a couple of the occlusion alarms occurring.